Event description:
During coil embolization within an aneurysm, the physician experienced difficulty to place the coil. Upon pulling back the 1st coil slightlty within the microcatheter (mc), the coil unraveled. Another coil was advanced into the microcatheter (mc) brand unk, this coil also unraveled upon adjusting the position of the coil. Another coil (size unk) was used to complete the procedure successfully. Reportedly, there was a one to one relationship between the coil and mc. No resistance was felt when the coil was repositioned. Although the physician tried to place the coil in the aneurysm, he noticed that the coil position was not on the target lesion. While he was adjusting the position and pulling back into the mc, he noted that the coil had unraveled. The mc was not pre shaped. Continuous flush wa maintained within the mc. Only the coils were removed from the mc. There was no adverse consequence to the pt.